Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the thigh, which is off label usage of the device on (B)(6) 2021. The patient¿s grandmother/guardian stated about two hours after the sensor was inserted, the cgm reading was 306 mg/dl, although the grandmother now thinks that value was an error and the bg was actually much lower at that time. The grandmother calculated the patient¿s insulin dose based on the cgm reading and gave her 13 units. The patient ate dinner and about an hour later the cgm values started dropping rapidly. It read 48-51 mg/dl so the grandmother gave the patient five glucose tabs. After 15 minutes the cgm indicated it was too low to read. The patient felt lightheaded and like she was going to pass out but did not lose consciousness. The grandmother called 911 and gave the patient two teaspoons of sugar in four ounces of water to drink. When emergency medical services (ems) arrived, the bg was 109 mg/dl but the cgm read 58 mg/dl. After 10 minutes the bg was 114 mg/dl and after another 15 minutes the bg was 121 mg/dl and the cgm was at 84 mg/dl. At about 8:30-9 pm the patient was taken to the emergency room (ER) where the bg was 159 mg/dl and the cgm was 106 mg/dl. The bg dropped to 140 mg/dl and the cgm alerted for low. Subsequent bg values were 116 mg/dl, 112 mg/dl and 86 mg/dl, with the dexcom still reading low. At midnight, since the bg was dropping, the patient was given apple juice and graham crackers. She was discharged at around 2:00 am with instructions not to take any more insulin during the night. In the morning both the cgm and bg values were high (specific values not provided). At the time of report, the patient was in stable condition. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.